Event description:
During a procedure the probe tip of the subject device broke. The fragment of the probe was retrieved. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp for eval. The eval confirmed that the probe broke down at 10mm from the distal end. There was a scratch at the broken point. Also, there were other scratches of the probe. The ptfe pad was worn. The mfg history was reviewed, with no irregularities noted. As the result of eval, we have concluded that the probe tip presumably was scratched because the physician activated seal and cut mode output while the probe was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred and the probe broke. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the eval, this report appears to be related to user handling.